Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that unspecified vessel puncture closure was attempted after an unspecified procedure using proglide devices. During the attempts to close the puncture site with the proglide devices, pulsatile flow was not observed. Once the proglide devices were removed from the anatomy, the devices were flushed with saline and it seemed that the fluids went through the lumens with no blockage noted. Both of the devices were not flushed prior to use. A proglide was used to achieve hemostasis. There were no adverse patient sequelae reported and no clinically significant delay in the procedure reported. Reportedly, the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The marker lumen blockage was unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the blocked lumen; however the treatment appears to be related to circumstances of the procedure as another proglide was used to achieve hemostasis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, additional information received:vessel puncture closure was attempted after an interventional cerebral artery procedure.